Event description:
A hydratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure(age, weight unknown). According to the complainant, the guide wire shredded during ercp exchange probably as a result of using a locking device, although this information cannot be confirmed. The procedure was completed with another of the same device and there were no patient complications reported as a result of this event.

Manufacturer narrative:
As received, a visual evaluation found that the working length had two partial twist's in it. No other visual defects were found with the device. A review of the device history record revealed no anomalies.